Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The calibration was last performed on (B)(6) 2025, and it was acceptable. Previous history showed intermittent calibration failures. The qc recovery was provided, but the target means and ranges were too wide to evaluate the recovery, and it showed intermittent results for all levels. The alarm trace did not show any abnormalities. The field service engineer replaced the reagent spline assembly, the reagent probe, the gear pump, adjusted the reagent and the sample probes, adjusted the cell rinse, and rerouted the rinse mechanism tubing. Precision studies, calibration, qc, and patient sample comparisons were performed, and they were within specifications. The instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with bilt3 bilirubin total gen.3 assay on a cobas 6000 c 501 (ul) v module. Initial result: 0.25 mg/dl. Data flags accompanying other bilirubin samples' results prompted the repeat of this sample on a different c 501 module. Repeat result: 2.28 mg/dl. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.

Manufacturer narrative:
The cobas 6000 c 501 (ul) v module serial number was (B)(6). The field service engineer replaced the sample probe. Precision studies and sample testing were performed, and they were within expectations. The investigation is ongoing.